Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer facility by a field service engineer (fse). The fse checked the energy console, but the low power allegation could not be duplicated and confirmed. The device history record review confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The instructions for use were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. Based on the information provided and analysis results, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during the procedure, it was found that the energy was low. The patient and procedure outcome are unknown.

Event description:
It was reported that during the procedure, it was found that the energy was low. The patient and procedure outcome are unknown.